Manufacturer narrative:
The lot number of the device that was in use at the time of the event is unknown. The customer contact identified two possible lot numbers (plots). One sample from each of the two possible lot numbers, 600245h and 600235h, were received for testing. The devices/samples passed visual inspection. The samples were primed and passed a 4 hour and 16 hour infusion test without any leaks, occlusions or alarms observed during testing. The tubing proximal to the cassette did not kink during the infusions. Evaluation of the manufacturing process determined the reported kink could not be generated during the manufacturing process. Testing and investigation determined the product met specification requirements. No probable cause was found since the reported event was not duplicated during testing. In reference to the lot number captured in the initial MDR, the lot number of the device that was in use is unknown. The customer contact identified three possible lot numbers (plots). The possible lot numbers (plots) are 340425h, 350075h, 330495h.

Event description:
The customer reported that the intravenous (IV) tubing set was crimped above the cassette, and the IV pump generated a proximal occlusion alarm during an infusion epinephrine at a dose of 10 mcg/min. The customer reported that the patient was very critically ill, intubated, and coded 6 times before the reported event occurred. The customer also reported that the pump alarmed for a proximal occlusion and approximately 15 minutes had elapsed before the alarm was attended to. When the nurse entered the room, the patient was found in pulseless electrical activity, which occurred at approximately 0800 on (B)(6) 2016. The nurse restarted the epinephrine infusion and called a code. Advanced cardiovascular life support (acls) was provided within the partial code status of the patient. The patient expired at 0822 on (B)(6) 2016. It was reported that the cause of the patient's death was acute respiratory distress syndrome, multi-organ failure, shock, presumed massive pulmonary embolism, heart failure, and respiratory failure. No autopsy was performed. The customer reported the patient was also receiving a levophed infusion at 14mcg/min using a different IV pump and IV tubing set, and no problems were reported with this infusion. Two nurses were reportedly in the patient's room about an hour before the event to verify the medication and nothing unusual was noted at that time. The customer stated that she does not know if the lack of epinephrine infusion during the 15 minutes that the device alarmed played a role in the outcome, or if it was due to the patient's critical illness. The customer further elaborated/emphasized that the patient was very critically ill, was on maximum dose vasopressors, and coded 6 times before this event occurred. The customer also indicated that prior to the event, extracorporeal membrane oxygenation (ECMO) was discussed as a possible treatment option by the treatment team and she is not sure if the patient was going to make it before the event occurred. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer reported that the intravenous (IV) tubing set was crimped above the cassette, and the IV pump generated a proximal occlusion alarm during an infusion epinephrine at a dose of 10 mcg/min. The customer reported that the patient was very critically ill, intubated, and coded 6 times before the reported event occurred. The customer also reported that the pump alarmed for a proximal occlusion and approximately 15 minutes had elapsed before the alarm was attended to. When the nurse entered the room, the patient was found in pulseless electrical activity, which occurred at approximately 0800 on (B)(6) 2016. The nurse restarted the epinephrine infusion and called a code. Advanced cardiovascular life support (acls) was provided within the partial code status of the patient. The patient expired at 0822 on (B)(6) 2016. It was reported that the cause of the patient¿s death was acute respiratory distress syndrome, multi-organ failure, shock, presumed massive pulmonary embolism, heart failure, and respiratory failure. No autopsy was performed. The customer reported the patient was also receiving a levophed infusion at 14mcg/min using a different IV pump and IV tubing set, and no problems were reported with this infusion. Two nurses were reportedly in the patient¿s room about an hour before the event to verify the medication and nothing unusual was noted at that time. The customer stated that she does not know if the lack of epinephrine infusion during the 15 minutes that the device alarmed played a role in the outcome, or if it was due to the patient¿s critical illness. The customer further elaborated/emphasized that the patient was very critically ill, was on maximum dose vasopressors, and coded 6 times before this event occurred. The customer also indicated that prior to the event, extracorporeal membrane oxygenation (ECMO) was discussed as a possible treatment option by the treatment team and she is not sure if the patient was going to make it before the event occurred. No additional information was provided.